Manufacturer narrative:
The failure investigation determined that the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2017-01039 for MDR reporting.

Manufacturer narrative:
Customer medwatch# (B)(4). Concomitant product(s): a 500ml baxter bag ndc 0338-0049-03, lot y224519, exp may 2018, 0.9% sodium chloride injection; 150ml baxter bag dr16k28050, lot 288011, calcium gluconate 2g 20 mg per ml. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a calcium gluconate infusion, (2 gm dose in 100 ml), rate of 100 ml/hr, infused faster than expected in approximately 5 minutes. No patient harm was reported. Customer's medwatch: ¿rn hung 2g calcium gluconate at 1611. Calcium was placed on existing tko line on a channel that had been used on the patient for at least 2 days. The patient was scanned, the medication was scanned, the pump was scanned, the order was sent from the mar (medication administration record) to the pump with the correct rate of 100 ml /hour and volume to be infused 100 ml. The pump was then started. I turned the patient with another nurse and looked up approximately 5 minutes later at my IV pump and noted the calcium bag seemed to be dripping at a rate much faster than 100 ml/hr. I reexamined the pump and confirmed the rate was sent to 100 ml/hour and that was displayed. This was confirmed with another rn. I looked back and the calcium bag and the entire bag had been given to the patient. The pump volume to infuse said the bag should still contain 87 ml of fluid when realistically 110 ml of fluid had been infused. The patient suffered no ill effects, but had this been a potassium supplement or any of my other drips (amio, heparin, norepi) this would have been very detrimental to the patient. The entire pump and was taken out of the patients room and marked for biomed to look at. This is the fourth similar event at this facility with these devices. The manufacturer was contacted and is aware of some of the previous events.¿